Event description:
The consumer reported that she had a loss or change of therapy. She was having some problems after being re-programmed. She had the urge to go but it was a very small part of urine and she was still straining to void. She tried to increase stim and went to 1.8v or 1.9v but she had discomfort near where the lead stimulates the vagina and center of the buttocks near the sciatic area. She thought it was her sciatica but it was vibrating and irritating that area. She also had leaking at times. The patient was concerned about losing therapeutic effect. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.